Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/20/2021 section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces, which is consistent with a lens that was handled during removal. Further observation revealed a damaged haptic (bent). Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could be confirmed; however, this may be attributed to handling during removal and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that a complaint for unexpected postop refraction, and explant, and another complaint for haptic damage, and loading issues. Although the above complaint issue is related, it could not be confirmed; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had bent/ broken haptic. The lens was removed from patient's left eye. Another lens of same model and diopter was placed into patient's eye. No incision enlargement was done. Patient has recovered. No further information available.

Manufacturer narrative:
Pt info: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter: first name: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.